Event description:
Customer's mother reported the customer had an empty syringe and did not receive a no audible delivery alarm. Mother stated that this had occurred a few other times, but she did not report the incidences. Physicians recommended the return of pump for functional test.